Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this atrial lead was found to have been dislodged at the patient's pre-discharge checkup. At the physician's request, the patient had this atrial lead explanted a few days later at a different hospital. A replacement atrial lead was successfully implanted.